Event description:
It was reported that the ventilator failed internal leakage test with a message 'pressure transducer differencegreater than 5 cmh2o' during pre-use check. There was no patient involvement. Manufacturer's ref (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of field # d1 brand name, # d4 version or model #. D1 - brand name: previous brand name: servo-s, corrected brand name: servo-s base unit. D4 - version or model # previous version or model #: servo-s, corrected version or model #: 6640440.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure sensor test during pre-use check. Our field service has investigated the reported ventilator on site. The pressure transducer printed circuit board (pcb) has been replaced to resolve the issue, and sent back for investigation. The provided logs confirm the reported issue. A readout from the memory of the returned part shows a minor deviation in the zero pressure voltage at the last pre-use check that was performed before receiving the part for investigation. During our investigation, a pre-use check has been performed, and it failed with internal leakage, pressure transducer and safety valve tests. During the ventilation it alarmed for safety valve tests failed, paw high, peep low, expiratory minute volume low, respiratory rate high and checking tubing. The zero pressure voltage has been measured, and it showed a major deviation inside the sensor. Trace of liquid substance on back side of investigated part was noticed during visual inspection. No further inspection is needed as ingress of liquid substances can lead to short-circuit and/or corrosion of the affected components and may lead to ventilator malfunction. A previous investigation on similar problem concluded that the liquid contamination had the same substances that is used in cleaning agents. Excessive use of cleaning detergents may lead to the reported issue.

Event description:
Manufacturer's ref. #: (B)(4).